Event description:
On (B)(6) 2013, the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s one touch verio-iq meter read inaccurately high. Prior to contacting lfs on (B)(6) 2013, the reporter had already contacted lfs on (B)(6) 2013 to report same concern (manufacturer report # 2939301-2013-09). A replacement meter was sent to the patient; however, the patient continued to use the subject meter despite concern that it was reading inaccurately. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. During the follow-up call, the reporter confirmed that the patient continued to test with the subject meter instead of her onetouch ultramini meter because she liked the subject meter¿s features. During the call to lfs on (B)(6) 2013, the patient¿s spouse provided several examples of when the subject meter read inaccurately high compared to her onetouch ultramini meter. The reporter stated that on (B)(6) 2013 at 8:19 she obtained blood glucose readings of ¿16.2 mmol/l¿ with the subject meter and ¿10.5 mmol/l¿ on her other meter. At 11:57am that morning she obtained results of ¿13.0 mmol/l¿ with the subject meter and ¿8.7 mmol/l¿ with her other meter and later that evening at 5:24pm obtained readings of ¿9.7 mmol/l¿ with the subject meter and ¿6.8 mmol/l¿ on the other device. At the time of the call, the patient spouse also reported that on (B)(6) 2013 at 11:35am the patient obtained blood glucose readings of ¿6.3 mmol/l¿ with the subject meter and ¿4.2 mmol/l¿ on the other device and at 5:24pm that evening obtained results of ¿16.2 mmol/l¿ with the subject meter and ¿11.8 mmol/l¿ on her onetouch ultramini meter. The reporter also claimed that the patient obtained an inaccurate high result of ¿10.5 mmol/l¿ with the subject meter on (B)(6) 2013 compared to the other device; however, did not recall the reading obtained on the other device. During the follow-up call,the reporter confirmed that the patient tested on both devices (during meter to other meter comparisons) within a few minutes of each other. The patient manages her diabetes with insulin. The reporter informed the csr that in response to the two meter readings, the patient would adjust her insulin dose based on the average of the two readings. At an unspecified time prior to obtaining the alleged inaccurate high readings with the subject meter, the patient¿s spouse stated that the patient developed symptom of confusion. The reporter denied that the patient treated self or received any type of medical treatment in response to the symptom. The patient¿s spouse stated that the patient ¿waited¿ until the symptom abated. During the follow-up call, the reporter informed the csr that the patient is a brittle diabetic and suffers from extreme highs and lows each day. The reporter stated that if the patient feels that she is low she simply waits until she feels better and when she feels high she tests on one meter and if she does not trust the result, she tests on a second meter and adjusts her insulin dose based on the average of the two readings. During troubleshooting, the csr noted that the subject meter was not available as the patient had returned it to lfs when she received replacement meter. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ criteria of severe hypoglycemia and the patient did not receive medical treatment for this condition after obtaining the alleged inaccurate high results with the lfs device. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.